Event description:
It was reported that this right atrial (ra) lead was explanted due to it high impedance measurements out of range and an increase in capture threshold measurements, which were attributed to a suspected fracture. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/ within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 210 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance measurements out of range and the increase in capture threshold measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to it high impedance measurements out of range and an increase in capture threshold measurements, which were attributed to a suspected fracture. A new device was implanted. No additional patient effects were reported. The device is not expected to return for analysis. The device has been returned and analyzed.